Manufacturer narrative:
Current state of the plant investigation indicates evidence of heat damage. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient (pt) stated that he woke up while in treatment on the liberty select to an alarm (unknown). The patient stated that the screen was black and completely blank (blank screen). Patient believes he was in drain 3 of 3 (drain amount unknown). The power cord was connected securely at both ends. Cyc is connected directly into a 3-prong wall outlet that is not shared by anything else. There is no bad weather in the pt¿s area. This is the first occurrence of the pt¿s screen going blank. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not miss any treatments and did not experience any complications as a result of the alleged event. The liberty select was replaced.

Manufacturer narrative:
The alleged event is confirmed. The reported symptom (blank screen) was confirmed during the treatment. The reported symptom (alarm unknown) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. During setup phase of the fifteen minute self-test/treatment simulated treatment a blank screen occurred. The treatment was cancelled. The failure was traced to the blank screen inverter board with evidence of burnt smell and the fuse was good and the transformer was bad. The blank screen inverter board will be addressed in production during the refurbishment process. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."